Manufacturer narrative:
The pump did not have a battery installed when it was received. The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip. Data analysis: there is no data available due to the pump not having a battery installed when it was received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a rash and vasculitis. The customer remained in a hospital, wearing the insulin pump and was given steroids which caused the customer's blood glucose to be high; between 400 mg/dl and 500 mg/dl. The caller stated that the customer passed away in the hospital on (B)(6) 2015. The cause of death was pulmonary arrest, acute renal injury, leukocytoclastic vasculitis, and cardiovascular disease. The caller stated that the customer had kidney disease, heart disease and had infections. The customer's blood glucose was between 400 mg/dl and 500 mg/dl. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller agreed returning the insulin pump for analysis.